Manufacturer narrative:
Product analysis: unexpected shut-off could not be confirmed or reproduced. The microphone was found to be out of electrical specification. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down during use. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.